Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No UDI available

Event description:
Asr revision, right, xl. Reason(s) for revision: pain.

Manufacturer narrative:
(B)(4) used to capture the device revision or replacement.

Event description:
This is to capture the updated harm and codes.